Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of fever and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, a patient was diagnosed with peritonitis manifested by abdominal pain, cloudy solution and fever. The patient was hospitalized on (B)(6) 2010 for the peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient began remedial therapy with bisep "1 gm x 2 gm/day" and gentamycin "40 mg x 80 mg/ day". The peritonitis was ongoing and improved. It was not reported whether the fever resolved. Dianeal therapy was ongoing. The reporter believed the event of peritonitis was not related to dianeal therapy. No statement of causality was reported for the event of fever. On an unknown date, it was reported the event of peritonitis was recovered.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.